Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a hcp (hcp) via a company representative (rep) stated that the patient did not have withdrawal symptoms. According to the physician note from (B)(6) 2024, the pump interrogated and aspirated the catheter on (B)(6) 2024. The system was working as designed. The patient symptom was unknown. The patient falls or seizure was not related to the system. The patient weight was unknown. The patient status was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-aug-21, information was received from a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving sufentanil, bupivacaine, and baclofen via an implantable pump. It was reported the patient was currently admitted to the intensive care unit (ICU) due to "suspicions of withdrawal". The rep stated that per the physician, the patient has been having on going spasms, so they have been increasing the meds and allowing the patient to get boluses when they have spasms. The rep stated that the symptoms are ongoing, and they don't know when they started. The rep stated that the patient went to the bathroom, fell and hit their head and had seizures prior to being admitted to the hospital. The rep stated that the patient was admitted to the hospital yesterday ((B)(6) 2024). Follow-up was sent to the rep and they were asked if the suspicion of withdrawal was confirmed as withdrawal. The rep stated "physician believes so". It was unknown if the cause of the patient's symptoms was determined, what the cause of the patient's fall was, if the fall or seizures were pump related. The rep reported the function of the pump was checked and they aspirated the catheter without any problems. The actions taken to resolve the event were "patient told to see managing physician" and "unknown". The patient's status was "extubated and awake".